Manufacturer narrative:
(B)(4). The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic pneumonectomy, the jaws did not open after the device was inserted through trocar. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.